Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose at the time was 103 mg/dl. The customer was advised to discontinue use of the pump and that it would need to be returned for analysis and it would be replaced.